Manufacturer narrative:
B3/d10: the device was connected on (B)(6) 2023. The event was observed near this date. E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused; further described as "failed to administer the contents or the full contents to the patient over the required time period". The issue was identified during patient infusion with chemotherapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured from april 25, 2023 to april 27, 2023. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.